Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, it was noted that bgs began to elevate suddenly. The cause of the event was not determined by the md. It was confirmed that the programming and histories were accurate. Troubleshooting was done and the pump passed the leadscrew test. The customer was instructed to call back when the clamp arrives to do further testing. Furthermore, the customer was educated on the two hbg rule.